Event description:
On (B)(6) 2021 fujifilm healthcare americas corporation (hcus) was informed of an incident that occurred during an ercp procedure. Towards the end of the ercp procedure, a sphincterotomy was performed using the boston scientific truetome 44 sphincterotome and jagwire revolution guidewire, and erbe vio 300 d electrosurgical generator. The sphincterotomy was successful and when the scope was being pulled out to finish the procedure from papilla, they noticed what appeared to be a possible burn on the mucosal wall in the duodenum, opposite to the area where the sphincterotomy was performed. This possible burn was not visible during the sphincterotomy. It was only visible when scope was pulled back. The procedure was completed without any further difficulties. There is no death associated with event.